Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a pericardial effusion. Intervention was unknown at this time but the patient was hospitalized for four days and the procedure was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the data files for the date of the reported event were returned and analyzed. The files did not show and system notices or issues. No product malfunction was reported, and no device was returned for analysis. A known clinical issue was encountered during the procedure.

Event description:
Further follow-up confirmed no intervention was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.